Event description:
It was reported to boston scientific corporation that a jagwire precursor device was used during a procedure performed in 2006 (a male patient; weight is unknown). According to the complainant, the distal tip was torn on the papila before the procedure (before cutting operation). The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory and good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Analysis of the wire revealed approximately 7 mm of the pebax missing at the distal end exposing the core wire. The core wire is intact. 3mm of pebax is also missing approximately 1mm away from the flare. The exact cause of the failure cannot be determined. The wire pebax section appears evenly divided (sliced). The evidence presented by the wire reveals that the wire pebax section may have come into contact with a sharp object.